Event description:
It was reported that the urine meter drain bags were not draining and was defective. Per additional information received via email on 24sep2025, it was reported that there was another inquiry from a nurse whose patient had a foley catheter connected to the urinary drainage back with a urometer and have noticed that urine was not draining appropriately with these bags. Customer just had a patient who had about 300cc in the foley bag, when customer inverted the bag and opened the air valve - got a full liter of urine within a matter of minutes. Two days ago, customer got report on another patient who said the same thing happened with the urometer foley bag. Patient had to switch out the entire drainage bag for it to drain and he said it drained a lot and pt had a lot of relief after. Troubleshooting was performed. Patient retained urine in bladder for the patient with the urometer bag. The others had to have the catheter bags changed out. No medical intervention was reported ((B)(4)). Also, some of the bags are unable to be emptied as they are sealed together at the bottom where the green rubber piece attaches to the plastic bag. A few nurses had to switch out the urinary bags due to this issue since they couldn't empty the bag.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: instructions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 4. If using a urine meter, it may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green position of the drain valve to the right. 5. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. D. If specimen is required, see instructions for using urine sampling port. A DHR could not be performed since no lot number was provided. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine meter drain bags were not draining and was defective.